Event description:
Same case as MDR ID: 2134265-2012-01644 and 2134265-2012-01645. It was reported that during a stenting treatment procedure stent damage occurred following deployment. The concentric, 10-20mm in length and 99% stenosed target lesion being treated was located in the bifurcated and moderately tortuous 1st obtuse marginal (om) with a potential thrombosis. A 2.75x16mm promus element stent was advanced and deployed at 12 atms. Diagnostic imaging was performed and confirmed that the stent was well apposed. The stent was post-dilated with a 3.00x8mm nc quantum apex balloon at high pressure. A 3.00x15mm maverick balloon catheter was then advanced to the om and a 2.00x15mm maverick balloon catheter to the proximal third of the om and both were inflated using the "kissing balloon" technique. It was noted that there was no flow in the proximal third of the om. This was treated with prolonged inflations at low pressure with the maverick balloon catheters in both vessels. A non-bsc thrombus extracting device was then used in the 1st om to successfully treat the thrombus. The proximal third om lesion was still experiencing intermittent flow. A 2.25x20mm promus element stent was then advanced and would not cross. A 2.25x19mm non-bsc stent was then advanced and also would not cross. It was then noted that the proximal end of the 2.75x16mm promus element stent was damaged. The same 3.00x8mm nc quantum apex balloon was advanced for dilation of the 2.75x16mm promus element stent and inflated to a high pressure. The stent became foreshortened, however, good flow was restored. Diagnostic imaging was then performed and showed that the vessel lumen had been opened. The procedure was completed with another round of "kissing balloon" inflation using unspecified balloons in both lesions. Stenosis was noted in the ostium of the proximal third of the om, however timi-3 flow was restored to the bifurcated lesion. Additional patient complications were not reported and the patient's status is stable.

Event description:
It was initially reported that the lesion was concentric, however it should have been eccentric. It was also reported that the 2.75x16mm promus element stent was deployed at 12 atms, however it should have been 14 atms.

Event description:
It was further reported that a diagnostic procedure was performed two days later and a thrombus was noted in the proximal part of the 2.75x16mm promus element stent deployed in the om. A 3.00x8mm nc quantum apex balloon catheter was advanced for dilation. Angiography was performed showing satisfactory results. The stent was noted to be well positioned and well apposed. The physician believes that the thrombus was residual from the (B)(6) 2012 procedure and not related to the stent deformation that had previously occurred.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem corrected. (B)(4).

Manufacturer narrative:
.